Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was showing high with no readings so the patient took 8 units of insulin. She then checked a bg and it was showing between 135 mg/dl to 200 mg/dl. Around 2:00am on (B)(6) 2025, the patient started feeling sick, sleep and her vision started to become blurry. The cgm was showing high readings and the bg was 40 mg/dl. The patient's husband drove her to the ER. The cgm and bg values remained the same. At the ER, the patient was treated with 4 glucose tablets, IV sugar water. They also drank juice and water and ate food. The patient was in the hospital until around 11:30am the same day. Before being discharged, her bg was 170 mg/dl but did not check the cgm. At the time of the report, the patient as doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.